Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was priming on its own and was unable to shut it off. Customer's blood glucose was 221 mg/dl. Customer stated he was unable to get out of the preparing to prime loop. The insulin pump delivered 25 units of insulin on its own. Ensured the customer was disconnected. Customer was advised to hold down act until second series of beeps and or numbers appeared on the display. Customer stated the device did not receive second series of beeps nor numbers appeared. Customer was advised to revert to back up plan. No further information plan.